Manufacturer narrative:
An event of device deformity during prep was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on 18 october 2023, a 15mm amplatzer septal occluder was chosen for a 14mm atrial septal defect (asd) closure procedure using a 7f amplatzer trevisio intravascular delivery system. During the procedure, the device would not fit through the hub of the delivery system. The device was then removed from the patient table and checked over on the back table. Upon re-prepping, the device then deformed while being pulled into the 7fr loader. The first 15mm aso never went in the body. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 15mm amplatzer septal occluder and 8f amplatzer trevisio intravascular delivery system were chosen. When the second 15mm amplatzer septal occluder was advanced through the sheath to the left atrium, after a few attempted deployments in difficult anatomy, the device deformed into a cobra head in the body. The device was removed successfully through the sheath, and was never released from the cable. A new third 15mm amplatzer septal occluder was chosen. When the third device positioned on the atrial septum and determined to be too small by color flow doppler. The device was removed from the body through the sheath and was never released from the cable. There was no additional product experience other than the mis-sizing . A new 18mm amplatzer septal occluder was chosen prepared and advanced through the 8fr sheath. The device was successfully implanted with no difficulties and complications. The patient remained hemodynamically stable throughout the procedure. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.